Manufacturer narrative:
One opened 25 gauge (ga) trocar handle/blade assembly were received. The returned trocar hub was visually inspected and was found to be non-conforming, as only the hub was returned without the cannula. There was presence of adhesive inside of the hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample hub identified adhesive on the hub and only the hub was returned without the cannula therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the blue a resin part and metal part of a trocar cannula came off when fixing it to the sclera during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.